Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 15 unit bolus. Reportedly, the customer had accidentally entered 15 units of insulin to be delivered instead of 15 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level was 70 mg/dl. Customer confirmed that insulin delivery was discontinued before the bolus was completed, and consumed carbohydrates and juice to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.